Event description:
The 3 fr catheter was trimmed 35 cm mark and inserted into the pt via the introducer. The operator was unable to advance the catheter past the shoulder after multiple attempts. The decision was made to leave the catheter as a midline, and the catheter was withdrawn to bring the tip back into the upper arm veins. The operator then attempted to clean blood off the external portion of the catheter. She used gauze swabs and 2% chlorhexidine in alcohol 10% (usual cleaning agent). She says that the catheter hub just fell off in her hands.

Manufacturer narrative:
The manufacturer has received the sample, and will be evaluated. Results are expected soon.